Event description:
Parent reported that pt's pump was alarming. No alarm is noted in the pump history. The pump appears to be delivering insulin, but continues to alarm intermittently. Nothing shows on screen during alarm.